Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos and a video were provided by the customer for investigation. The photos and video were reviewed and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter: rubber sheath on the non patient end of the needle go bent and pierced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter: rubber sheath on the non patient end of the needle go bent and pierced.